Manufacturer narrative:
The reported complaint issue could not be reproduced during evaluation of the autopulse platform (sn (B)(4)). The ap platform lcd display turns on properly, power cycle testing for multiple times and no blank screen observed. No physical damage observed on the ap platform during visual inspection. The ap platform evaluation includes the load characterization check and found no functional issue. The platform was functionally tested using a good known autopulse li-ion battery and operated as expected using a large resuscitation test fixture for 30 minutes without error. The ap platform passed all the functional tests. The autopulse platform is a reusable device and was manufactured on 15 aug 2011. The device has been operating for nearly 7 years and has exceeded its expected serviceable life of 5 years. Historical records were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
As reported, during a shift check, the autopulse platform (sn (B)(4)) screen lcd displayed blank upon powering on. No patient involved.